Event description:
It was reported that the user experienced multiple connectors that would not turn or attach, with three connectors failing during attempted installation with and without the cartridge, and the user now using a single functioning connector and requesting replacement supplies. Symptoms included no physiological effects. Outcomes included no alerts or alarms and no medical intervention. Investigation included troubleshooting and education performed by support. Investigation of this case revealed insufficient engagement of the connector mechanism consistent with a connector attachment failure. It was concluded that the device component issue was limited to the connectors, and replacement connectors were arranged.